Event description:
Device report from (B)(6) reports an event as follows: it was reported that patient underwent thoracolumbar posterior fusion (th9 to l3) for a centrum fracture (l1) on (B)(6) 2022. The cement augmentation was performed to th9 and l3 with fenestrated screw and cement. The surgery was completed successfully with no delay. Although initial fusion was stable, the patient complained of pain during rehabilitation. New fracture was confirmed by CT. Future treatment is undecided. The surgeon commented that the strong fusion may have caused the l3 to be overloaded and fractured, although the pain was not due to the implant and the cement. This report is for a 5.5 exp verse fen scr 7.0x50. This is report 1 of 1 for (B)(4). Additional reports are captured under (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional procodes: kwp , kwq complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.